Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged, the battery compartment was damaged, and the lens was scratched. No issues were found in the event history log. Functional testing found that the downstream occlusion (dso) seal was defective. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso seal was damaged and defective. The dso sensor, dso seal, battery compartment and lens were all replaced.

Event description:
It was reported that the box was out of service. There was unknown patient involvement. Per reporter, the problem was noted during the return to after-sales service during the usual restocking checks as well as annual preventive maintenance. Analysis of the device found that the dso sensor was defective.